Manufacturer narrative:
An initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a severity category of "minor", which is non-reportable to the FDA. The severity category has been changed to "minor", in our database. Please cancel in your database.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "battery maintenance required" message. There was no patient involvement and no adverse event was reported. An initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a severity category of "minor", which is non-reportable to the FDA. The severity category has been changed to "minor", in our database. Please cancel in your database.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. Upon review, the fse determined that the batteries were past their expiration date. To fix the issue, the fse replaced the batteries and performed all functional and safety checks to meet factory specifications. The unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "battery maintenance required" message. There was no patient involvement and no adverse event was reported.